Manufacturer narrative:
H.6. Investigation: four representative samples were received by our quality team for investigation. The representative samples were subjected to visual inspection to check for exceessive silicone after withdrawn of the plunger. A ring mark of silicone can be observed on the syringe barrel surface and the samples were then subjected to the silicone content determination test to determine the silicone content. The samples passed this test and the silicone content was within specificaiton. Therefore, the team was unable to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 25x1 rb had foreign matter on the plunger. The following information was provided by the initial reporter: material no.: 305787, batch no.: 8052067. It was reported there was oil on the plunger after administering vaccine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 25x1 rb had foreign matter on the plunger. The following information was provided by the initial reporter: material no.: 305787, batch no.: 8052067 . It was reported there was oil on the plunger after administering vaccine.